Event description:
In this event a dentist reported that he had a patient who developed cysts 4 years after using thermaseal plus. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Additional information has been requested, but is not yet available. However, because this event may have resulted in a serious injury, it meets the criteria for reportability per 21 cfr part 803. Because the device was used 4 years ago, it is not available for return, nor is the lot number available for retained-product testing and/or DHR review. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.